Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. The representative was able to perform multiple successful and accurate registrations. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in an axiem shunt (catheter placement) procedure, there was an alleged inaccuracy with the navigation system. While using the stylet the site observed that they were in the ventricle, but not getting any cerebrospinal fluid (csf). Multiple attempts were made to place the catheter without getting csf flow. The surgeon did not recreated entry or target and the exam did not appear inaccurate on navigation. It was reported that the surgeon veered from the entry and target, still using navigation, to another area in the ventricle and got csf. The site aborted navigation and were able to freehand the placement. There was a reported delay to the procedure of 5-6 minutes due to this issue and no impact on the patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Correction: per further review, event changed to adverse event that required intervention.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.